Manufacturer narrative:
Our records indicate that this device remains implanted at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (elective replacement indicator (eri) with a monitoring voltage of 2.79 volts and charge time measurements of 17.2 seconds. A change out procedure has been schedule for the near future. No adverse patient effects were reported.